Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. The investigation revealed that the latch lock has error messages. The cause was unknown. The flex circuit sensor will be replaced. The product's history records were reviewed and is related to the current complaint.

Event description:
It was reported that the device had an error 41541. There was no patient involvement, and no harm/adverse event was reported.